Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device. Patient continued to experience chronic abdominal pain, and further experienced several infections, as well as fluid draining. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient was diagnosed with a ventral hernia. On (B)(6) 2014: the patient underwent ventral hernia repair and implant of an unspecified bard/davol 3dmax. Ni/ni/ni: the patient continued to experience chronic abdominal pain, and further experienced several infections, as well as fluid draining. On (B)(6) 2014: the unspecified 3dmax hernia mesh was explanted and replaced. The patient has experienced mental and physical pain and suffering has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization.